Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the low o2/yellow light/ unit alarms not functional. The key failure is power switch has a short circuit. The reason for repair non-functioning alarm issue is a reportable event which is the basis of this 3500a.